Event description:
It was reported that the customer had a cracked reservoir compartment. Customer's blood glucose level at the time 115mg/dl. Advised to discontinue use of the insulin pump. No add'l info was provided.

Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).